Event description:
The caller states that the unit will not raise up but it will lower down. The caller has no further information to provide.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.